Manufacturer narrative:
37 trays of material# 305540 syringes plus 91 loose syringes including the 1 affected sample were received and analyzed by our quality team with the customer's complaint of foreign matter. The affected sample was visually analyzed and the red-pastey substance was immediately confirmed near needle base. The customer's complaint of foreign matter was verified. The red substance is a machine lubricant that aids in syringe assembly machinery. The root cause of this issue is over application of machine lubricant and a subsequent quality control deficiency that failed to segregate the change affected material. Corrective action is not available due to plant closure. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Sample.

Event description:
It was reported that bd syringe allergy 1ml w/ndl 27x1/2 rb contained foreign matter. Rcc received a complaint via email. . Injuries or adverse event: no item: 305540 quantity affected: 1cs serial/lot number: n/a po: (B)(4) are any samples available for return? Yes are samples potentially contaminated or biohazard? N/a . Reported issue: cst ordered needles and states tried to use ne and the tip has red and looks sticky called ps and they suggested to not use the needles since they arent individually packaged. She states it could be melted glue, unsure of sustance.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.